Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the pump of the inflatable penile prosthesis (ipp) was difficult to operate and did not appear to refill quickly after each squeeze. As a result, the pump was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) pump underwent a thorough analysis. The pump was microscopically inspected, functionally and leak tested. The pump passed the microscope and leak test, however, did not pass the activation test. Risk review: a risk review was completed using d055985 ams700 hazard analysis and confirmed that the event of mechanical malfunction (leaks, incomplete inflation/ deflation, kinking) was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. The device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available and analysis results, the pump not passing the functional test confirmed the clinical observation of pump mechanical issue.

Event description:
It was reported that the pump of the inflatable penile prosthesis (ipp) was difficult to operate and did not appear to refill quickly after each squeeze. As a result, the pump was explanted and replaced. No patient complications were reported.